Event description:
It was reported the customer had a no delivery alarm on their insulin. Customer's blood glucose was 485 mg/dl at the time of incident. Customer also reported their battery did not last long on their insulin pump. The customer did not troubleshoot because the alarm was a past event that resolved by rewinding their insulin pump. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.